Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign distributor. "The ventilation stopped, and the patient spo2 was decreased." The following additional information concerning the event was copied from an e-mail attachment received from the foreign distributor on (B)(4) 2012 that was in response to an e-mail sent by carefusion seeking additional information. "A nurse found out the patient spo2 decreased about 40 with low pip alarm. The turbine seemed not working at all. The patient is still on ventilator support."

Manufacturer narrative:
The event occurred at (B)(6) hospital. The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4) the following information concerning the evaluation of the device is a summary of the information provided by the foreign distributor via e-mail and information provided by the carefusion failure analysis lab technician. The foreign distributor evaluated the device and identified a faulty turbine 3-phase motor driver as the most likely root cause of the reported event. The foreign distributor replaced the 3-phase motor driver and reported that unit was meeting all factory specs. The foreign distributor returned the 3-phase motor driver to the carefusion failure analysis lab in a non esd (electro static discharge) package material. Since the 3-phase motor driver is not manufactured by carefusion, it will be sent to the manufacture for root cause analysis. Once we receive root cause analysis from the 3-phase motor driver manufacture, carefusion will submit a follow-up medwatch report.